Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 390+ mg/dl at time of incident. The current blood glucose level was 438 mg/dl. The customer was treated with insulin drip and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that unexplained high blood glucose level. The insulin pump and reservoir will not be returned for analysis.